Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: [dated (B)(6) 2021] office visit: patient is experiencing catching, swelling, night pain and pain with activities; post operative radiographs reveal loosening of implants, significant lysis around the femoral and tibial components. Fragmentation of the tibial plateau medially; there is an obvious large effusion, and femur is subluxed off the tibia posteriorly. [(B)(6) 2021] revision surgery: encountered darkened synovial fluid, hypertrophic; polyethylene insert fractured; posterior lateral 3rd of the tibial component was eroded consistent with metallosis; femoral and tibial implants were well fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#: 00595203010 articular surface lot#: unknown. Item#: 00597003502 tibial component lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01979, 0001822565-2021-01978.

Event description:
It was reported the patient underwent an initial left tka approximately 16 years ago. Subsequently, the patient was revised last month due to left knee pain, catching, swelling, night pain, ligament laxity, instability, and pain with activities. During the revision it was noted the patient had metallosis, fracture of the tibial plateau, subluxation, and polyethylene fracture. All components were replaced and was more complicated due to bone loss and obesity.